Event description:
It was reported the healthcare professional (hcp) could not aspirate the patient's catheter during a routine pump replacement so the catheter was replaced. It was later reported the catheter had a break, tear, or hole. The new catheter patency verified and the system was primed. The patient was not having issues prior to the surgery and there were no known issues following surgery. The patient resolved without sequelae. The device system was used to deliver morphine, clonidine, bupivacaine, and baclofen. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Final analysis of the catheter found a catheter/catheter body hole caused by a deep abrasion, and a catheter/catheter body hole also noted to be user related. (B)(4)

Manufacturer narrative:
Product ID 8709, lot # j10914r35, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.